Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Corrected information: original serial number reported incorrect. The new serial number has been added to this file. No abnormalities that could have contributed to this event were found during the device history records review and the product was released according to company's acceptance criteria. Review of the logfiles for the day of treatment shows during start up the vacuum check, the energy check, and the ablation check were performed without any issue. The image of the ablation check is according to the low brightness of the image hard to be identified but seems to be valid. The user performed further energy in the recommended time range with no relevant deviation of the energy. The logfile shows 18 successfully finished treatments on 9 patients. During the complete day no abnormalities, deviations or other issues can be identified and there was also no further relevant error or warning message. Further the energy values show no abnormalities or deviations and were stable during the complete day. The complete day shows no interrupted treatments and also the suction time ranges are not abnormal. No abnormalities or deviations can be identified by the logfile review. System history shows that the laser was verified successfully after the date of event. No abnormalities could be found during treatment report review. A root cause has not been identified conclusively. A standard deviation of 10 ¿m is defined for accuracy of cutting depth. In addition the measurement devices have tolerances and the device calibration itself has some uncertainties. Also the lacrimation or excess fluid on the cornea are factors influencing the flap thickness. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No abnormalities that could have contributed to this event were found during the device history records review and the product was released according to company's acceptance criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A surgical consultant reported lasik flap thickness was different than what was programmed treatment in a patient's left eye. Upon follow up, the flap thickness was checked immediately after lifted. No other method or instruments were used to check the flap thickness. Surgeon has no concern with outcome.